Manufacturer narrative:
Per customer, qc prior to and after this event recovered within their specs. A system check performed in 2007 passed. The customer stated that no flags or error messages were associated with this event, and no other results or assays were questioned at this time. The specimen was collected in an ER, in a 7ml sodium heparin tube without gel separator. Per customer, the sample was centrifuged in a small desktop centrifuge, which "does not spin as hard". Since this event, the customer re-evaluated use of the small centrifuge and they determined that it should not be used for "stat" ER specimens anymore. The customer is also changing collection tubes from non-gel to pst tubes. Customer specifically stated that this event was related to specimen processing and have had no further incidences since implementing these changes. Customer was offered an add'l literature on pre-analytical issues and risk stratification ranges, which will be sent via email. A field service engineer (fse) was dispatched to the customer's lab: the fse conducted diagnostic testing and inspected hardware. The fse performed a preventive maintenance (pm) to the instrument. The fse ran a system check and qc; all results passed. The fse verified the instrument performance per established procedures. Although pre-analytical sample handling may have contributed to this event, a clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding an elevated troponin (accu tni) result from a single pt sample that was generated by the access 2 instrument. The initial accu tni result was 0.55ng/ml and 0.06ng/ml via auto-reflex. The erroneous result was not reported out of the lab. The original sample was tested on a different instrument in the customer's lab for accu tni and a result of 1.06ng/ml was obtained. The sample was run via auto-reflex condition and the result was 0.29ng/ml. The sample was re-centrifuged and rerun on a different instrument in the customer's lab and a result of 0.08ng/ml was obtained. The sample was then sent to an affiliated lab and run on the dade rxl system for troponin and a result of 0.03 (units not supplied) was reported out of the lab. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment attributed or connected to this event.